Manufacturer narrative:
No failure was indicated in the original procedure or in the explant at the time of revision. Explant was not returned for investigation and no additional information about the revision is available at this time. Review of the device history records of the involved lot showed that it was manufactured in accordance with specifications with no deviations. Based on the available information the reason for the revision surgery and whether it is related to the tops could not be determined. The rate of revisions for the tops system is lower than the reported rates in the literature for similar systems. If additional information becomes available, a supplemental report will be submitted..

Event description:
The company was informed about a revision case of the tops system in france. The original procedure was performed on (B)(6) 2022. In the revision surgery, which was performed after more than a year, the tops motion implant was removed and replaced with a new one. No other details were provided and no additional information is available.